Event description:
It was reported the pain patient¿s implantable neurostimulator (ins) was ¿not holding a charge.¿ there were ¿no¿ patient symptoms or complications associated with the event. The ins was replaced as a result of the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly. ¿testing of the recharge and discharge functions of the ins found it to be functioning normally.¿

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was lgw. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.